Manufacturer narrative:
Complaint number: (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
The patient underwent two treatments of pvi by a cardiologist and multiple ecv's. Vats maze rfa operation in (B)(6) 2014. Uncomplicated post-operative period and discharged in sr on day 7. Acute readmission 2 weeks later with fever and hematemesis, subconscious. CT scan showed a fistula between esophagus and the left atrium. Successfully operated in the evening with aid of extra-corporal circulation, closing the esophageal fistula and the left atrial defect. Post-operative sign of neurological deficit with on new CT scan ischemic lesions in both hemispheres (emc score 6). Ten days stay on the intensive care and slow recovery in weeks afterwards on the high care. Persistent neurological deficit with a emv score of 13 at discharge. Long period of intensive recovery afterwards partly successful with persistent neurological deficit. Last year 2 times ecv because of periods of atrial tachycardia.